Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please clarify if the needle broke into separate pieces or if the entire needle separated from the suture? Tbc ¿ I have collected the faulty needle from the customer and will return. Was the needle retrieved during the same procedure? Yes. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any patient consequence or injury? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported via an mhra incident report that the suture needle snapped while sho was suturing the patient¿s skin. Needle was retrieved from the patient¿s skin and confirmed intact by sho. Needle, thread, and packet were adhered to a sharps pad, secured in a clear bag and handed to matron at 07:30 a.m." No adverse patient consequences were reported. Additional information was requested.